Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis

Event description:
It was reported that the patient presented for a postoperative follow-up with a pocket infection and fever. Swelling and redness were noted at the device pocket. The physician did not believe the infection was procedure-related and believed it may have been attributable to incomplete sterilization of the pacemaker. On (B)(6) 2026, the pacemaker was explanted, and the right atrial and right ventricular leads were capped. The patient remained in stable condition.